Event description:
On (B)(6) 2008, patient implant of a 25-16-120bl bifurcated device and two 28-28-75l proximal extensions. 30 day follow up revealed no issues. On (B)(6) 2010, patient presented to the ER, symptomatic. CT imaging revealed a proximal type iii endoleak; a separation between the proximal cuffs and the main body of the bifurcated device, and the proximal cuffs had thrombosed. The patient was converted to open repair and all devices were explanted. The patient tolerated the procedure and is doing well.

Event description:
On (B) (6) 2008 patient implant of a 25-16-120bl bifurcated device and two 28-28-75l proximal extensions. 30 day follow up revealed no issues. On (B) (6) 2010, patient presented to the ER, symptomatic. CT imaging revealed a proximal type iii endoleak; a separation between the proximal cuffs and the main body of the bifurcated device, and the proximal cuffs had thrombosed. The patient was converted to open repair and all devices were explanted. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
Additional device information: model no. 28-28-75l lot no. W08-0666-001 expiration date: 04/01/2011.model no. 28-28-75l lot no. W08-1324-003 expiration date: 07/01/2011.(B) (4) review of lot records/work orders, prior reports. No issues were noted. [(B) (4)] it is unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn.

Manufacturer narrative:
Inadvertently did not add lot no. For bifurcated device 25-16-120bl. Lot is w08-0991-003.additional device information: model no. 28-28-75l lot no. W08-0666-001 expiration date: 04/01/2011.model no. 28-28-75l lot no. W08-1324-003 expiration date: 07/01/2011.review of lot records/work orders, prior reports. No issues were noted. It is unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn.